Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: prospective randomized clinical trial comparing two different circular staplers for mucosectomy in the treatment of hemorrhoids. Authors: antonio arroyo, phd, francisco perez-vicente, md, elena miranda, md, ana sanchez, md, pilar serrano, phd, fernando candela, phd, israel oliver, phd, rafael calpena, phd. Citation: world j surg (2006) 30: 1305¿1310. Doi: 10.1007/s00268-005-0222-7. The aim of this prospective, randomized, controlled trial was to compare the intraoperative and short term postoperative morbidity of circular stapled mucosectomy (csm) with pph33-01 versus pph33-03 in the treatment of chronic hemorrhoids. Sixty consecutive patients were randomized to group 1 (n ¿ 30; 24 male and 6 female; age 49.50 years) which will use pph-01 (ethicon) or group 2 (n-30; 19 male and 11 female; age 51.92 years) using pph-03 stapler (ethicon). Reported complications in group 1 included anastomotic bleeding requiring suture ligation (n-15), tenesmus or discomfort on defecation (n-15), postoperative rectal bleeding (n-30) in which 1 patient was taken back to the operating room within the first 12 postoperative hours, incontinence (n-3), granulomas (n-6), and persistent pain (n-1) that resolved within the next 3 months. This patient required maintenance of daily postoperative analgesics during that time. In group 2, reported complications included anastomotic bleeding requiring suture ligation (n-4), tenesmus or discomfort on defecation (n-2), postoperative rectal bleeding (n-30), incontinence (n-3), and persistent pain (n-1). In conclusion, csm with pph33-03 decreases the risk of immediate complications and may allow implantation with greater safety as a day surgery procedure.